Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6), sid (B)(6), and sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result generated on the architect i2000sr analyzer. The following data was reported: on (B)(6) 2026: sid (B)(6): initial result at 1:51 pm = 4823.9 ng/l, sid (B)(6): second sample result at 5:37 pm = 3.5 ng/l, sid (B)(6): third sample result at 6:56 pm = 3.9 ng/l, repeated the first sample sid (B)(6) at 7:34 pm = 3.4 ng/l. No customer cutoff was provided, therefore using the package insert overall cutoff of 26.2 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. Labeling was reviewed and sufficiently addresses the customer¿s issue. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformance or deviations associated with the complaint assay. The overall performance of the architect stat high sensitive troponin-I assay in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay lot 80401ud00 was identified.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result generated on the architect i2000sr analyzer. The following data was reported: on (B)(6) 2026: sid (B)(6): initial result at 1:51 pm = 4823.9 ng/l. Sid (B)(6): second sample result at 5:37 pm = 3.5 ng/l. Sid (B)(6): third sample result at 6:56 pm = 3.9 ng/l. Repeated the first sample sid 84356734 at 7:34 pm = 3.4 ng/l. No customer cutoff was provided, therefore using the package insert overall cutoff of 26.2 ng/l. There was no impact to patient management reported.